Event description:
It was reported that an ilet user received a ¿pairing failed¿ alert while attempting to start an fsl3+ sensor, after which the sensor showed a remaining warmup period and readings were not yet available, consistent with an intermittent communication issue involving the electrical/magnetic subsystem and antenna of the interoperating devices. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication failure between components, with involvement of the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.